Event description:
I have had juvenile diabetes since I was 7 years old, I am now 29. I have been using a tandem tslimx2 insulin pump with dexcom sensors for about 3 years. As of 2025, I have already had 3 of my dexcom g7 sensors fail, all from rev 007 or earlier. The dexcom g7 sensor read low for 6 hours. No amount of calibrating with finger sticks effected the number. My bloodsugar is now high because my pump automatically shut off my basal rate, as it believes my bloodsugar is critically low. The tandem tslimx2 is a partially closed loop system that adjusts insulin based on glucose sensor readings. With the inaccuracy of the sensor, it is causing my bloodsugar to spike, which has triggered a migraine with intense nausea.